Event description:
It was reported that a patient was revised on (B)(6) 2019 due to infection. This complaint involves twenty four (24) device only. This complaint (B)(4) reports four (4) devices, remaining 20 devices are reported under related complaint (B)(4). This report is for one (1) 4.5mm threaded cerclage positioning pin-sterile this is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part # 298.803s. Synthes lot # h823624. Supplier lot # n/a. Release to warehouse date:05 feb 2019. Manufactured by: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.